Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was determined that the receiver is a non-commercial product line that was not in commercial distribution during the time of event; therefore making this a non-reportable event. Please disregard the complaint reported in MFR.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/10/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.